Event description:
It was reported that the patient experienced dizziness. It was also reported that there was no capture, oversensing, and a fracture on the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead also had noise, increasing impedance and low impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: p1501dr implantable pulse generator 2010-(B)(6), (B)(4).